Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported when the representative initially interrogated the device the device gave an elective replacement indicator (eri) message. The representative brought the device inside for warming. A couple of weeks later before an implant procedure the representative had difficulty getting the magnet to pick up the device to interrogate. When the device was interrogated the quicklook screen showed that the device was at eri/rrt and was vvi 65. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).